Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that the set screw was found in the connector bore.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician could not move the set screw in either direction, and broke a wrench in trying to do so. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.